Event description:
(B)(4), 1 out of the 4 was damaged in shipping. (B)(6) 2015 dealer responded back stating the plastic arm on the side of the commode that attaches to the steel frame is damaged, it the left side as your sitting in the chair.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the aquatec cfn/fei registration.